Event description:
It was reported that the devices were used during a laparoscopic gastrectomy. It was reported by the rep that the surgeon had (7) 10/11 mm trocars tear at the outer gasket requiring replacements. There was no consequence to the pt.